Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pencil turned red and ignited similar to a hot piece of metal once removed from a fire. There was no patient injury.